Event description:
It was reported that revision surgery was performed due to elevated metal ion levels (exact levels not reported) and pain.

Event description:
It was reported that revision surgery was performed due to elevated metal ion levels (exact levels not reported) and pain.